Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that there was discoloration noticed in the unspecified bd¿ syringe after drawing up solution. There was no report of exposure, injury, or medical intervention.